Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products: item #: 41-2010, lot #: j298820; traumaone system screw 2.0x10mm cross-drive. Report source: foreign: colombia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2022-00354.

Event description:
It was reported that during the placement of a plate the screw fractured. The plate was repositioned and different, longer screw was utilized to complete the procedure. The body of the screw remains inside the patient's bone. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned screws. Both screws show signs of attempted using including marking/ scratching on the screw head. Both returned screws have fractured where the screw shaft meets the screw head. The complaint is confirmed on both screws. A determination cannot be made as to what caused the screws to fracture. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.